Manufacturer narrative:
It was reported that the event occurred in either (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of a jelco® protectiv® safety i.v. Catheter would not retract. No injury to patient or clinician was reported.